Event description:
It was reported that in anesthesia during insertion, the md noticed the swg was kinked and as a result stuck in the advancer. As a result, a new kit was opened and used without issue. It is not known if this caused a delay, however, there was no death or additional complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).